Event description:
Reported events of "unable to keep solids down", "shortness of breath", "pleuritic chest pain", "productive cough", vomiting, "starvation ketoacidosis", "aspiration pneumonia", and dilated esophagus in journal article: "starvation ketoacidosis in a patient with gastric banding", acute medical care, clinical medicine 2011, vol. 11, no. 5: 4735. Manufacturer of device is unknown. Allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information, the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Esophageal dilatation, intolerance, infection, pain, and vomit are surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or patient non-compliance, and may be likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation." Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of chest pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended." See scanned pages.